Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4) - 03/01/2011 - reuse; electrode belt sn (B)(4) - 04/01/2013 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support reported that a (B)(6) year old female pt was treated. A review of the event indicates that the pt experienced six treatment defibrillation shocks during multiple episodes of ventricular tachycardia (vt) between 03:38:06 am and 03:41:33 am on (B)(6) 2014. Non-sustained ventricular tachycardia (nsvt) contributed to the false detection of the first shock. The second through sixth shocks were all appropriate and in response to vt. The post-shock rhythm of the sixth shock was vt that spontaneously converted to atrial tachycardia with a ventricular response of 119 bpm. The pt was in the hosp at the time of the event. It is unclear if the pt was conscious. The response buttons were not pressed during the event. The pt remained in the hosp following the event and continued to use the lifevest.